Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic incisional hernia repair, three tackers had a difficulty with loading the reload. They opened another tacker until a tacker worked. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of both instruments noted no abnormalities. One fully applied 10r device loading unit (dlu) with proper timing was received. Two 10r dlus with a full complement of tacks, proper timing and the shipping wedge attached were received. Scratches were noted on the inner tube of all three dlus. The articulation knob of both instruments functioned properly. The returned 10r dlu could be loaded onto both returned devices. Both instruments were applied to the appropriate test media. The handles were actuated and all ten tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu indicated by the scratches on the inner tube. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.